Event description:
As reported: the carbon from the device broke in the distal area (where sleeves are mounted). The surgery was successfully completed by drilling "freehand" - without a sleeve. Additionally reported: the nail had to be knocked out. When the targeting arm (1320-0111) was returned to the operation table, the speedlock sleeve (1320-1118) fell off. So they can see the broken distal carbon of the targeting arm. It was not hit on the targeting arm. No debris reported.

Manufacturer narrative:
Correction: sections d10, h3. The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure. The device inspection revealed the following: the received target device shows traces of a long and intense use identified by the general appearance of the surfaces. The distal end of the target device is found to be broken around the pegs. The appearance of the breakage surface reveals a typical brittle fracture due to sudden impact. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation, the root cause of the failure is user related. Appearance and evidences of the breakage surface as well as the absence of plastic deformation indicate that a part of the peg broke in a brittle manner due to overload. The additional information received also reveals that during the surgery ¿the nail had to be knocked out¿, which clearly indicates forced usage. If any further information is provided, the complaint report will be updated.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
As reported: the carbon from the device broke in the distal area (where sleeves are mounted). The surgery was successfully completed by drilling "freehand" - without a sleeve. Additionally reported: ¿ the nail had to be knocked out. When the targeting arm (1320-0111) was returned to the operation table, the speedlock sleeve (1320-1118) fell off. So they can see the broken distal carbon of the targeting arm. It was not hit on the targeting arm. ¿ no debris reported.